Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: >7.5, md poc meter: 2.9. Patient's target therapeutic range is 2.0-3.0. Result of doctor's point of care (poc) meter was done about 30 minutes after inratio result.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: >7.5 inr, reference: 2.9 inr. The inratio >7.5 and comparative system less than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Recent test conducted on lot 248203 on 8/04/2011 met accuracy and precision criteria. Test results are as follows: donor 82 = 3.3, 2.9, 3.0 inr; donor 83 = 2.3, 2.1, 2.2 inr. At least two out three replicates are within the allowable bias of reference results for donor 82 (2.91 inr) and donor 83 (2.04 inr), respectively. In-house test results have 6.79% and 4.55%, respectively for each donor and are less than 16% cv. Root cause could not be determined with the information customer provided. Analysis of the client's data from inratio and reference tests revealed that test results comparison did not meet accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Action threshold has been reached. Since strip lot released, 33 in-house therapeutic donors and 5 normal donors have been tested with a total of 157 retained and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.